Event description:
Boston scientific received information that the distal portion of this left ventricular (lv) lead is suspected to be fractured. Any time it is programmed using the lv-tip configuration high impedance and threshold values are exhibited. The health care provider was able to work around the issue by programming the lv pacing configuration differently. There were no adverse patient effects and this lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.